Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump kept turning off and gave unusual alerts. The patient was involved, but no injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted excessive corrosion. The unit shut off due to corroded battery contact springs and unit not being able keep charge from depleted capacitor and or coin battery. The service history review had no indication that the complaint was related to a service of the device within the review period.